Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the pd engine was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical is correcting information submitted on the initial medwatch report. The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was "unable to pace" and displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.